Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation showed that the patient was in atrial fibrillation (af). The patient's pacemaker indicated a sensor rate despite the patient being asleep. No intervention was performed. The patient was stable.